Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 500 mg/dl and treated it with insulin pump and manual injection. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The automode feature at the time of event was active. The insulin pump will not be returned for further analysis